Manufacturer narrative:
Additional information was received on (B)(6), 2020. In addition to the left sided rupture reported initially, the patient expressed dissatisfaction with the size of her implants. This report relates to the left prothesis. See 1645337-2020-15923 for contralateral prosthesis report. Bilateral prosthesis replacement with 130cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously omitted the initial reporter country (1. Initial reporter country code) from the initial report submitted on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 225cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was diagnosed through a physical examination. As a result, an explant is planned for (B)(6) 2020.